Event description:
It was reported that the physician felt the device had an odd position in the pocket with a possible risk of erosion. All electrical parameters were within normal range. The device was proactively repositioned. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.